Event description:
It is reported that a customer's insulin pump went into a threshold suspend. The patient's blood glucose level was at 325 mg/dl at the time of the call. The customer stated that her blood glucose went down to single digits and had passed out for three hours at one point. The customer is doing a lot better now. The customer was advised to contact their health care provider about the low blood glucose. There was no malfunction of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.